Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pace impedances. The values were stable around 600 ohms, but there was a spike to 800 ohms. Recently, values then became out of range and greater than 2500 ohms. In addition, oversensed noise was also observed. The ra lead was surgically abandoned and replaced. There was no visible damage observed on the lead. No additional adverse patient effects were reported.